Event description:
It was reported by the getinge field service engineer during preventive maintenance that the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold test. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter: (B)(6). Updated fields : b4, b5, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions ), h11. Corrected fields: d5, e1 (initial reporter, event site email), e2, e3, e4, g2. The fse discovered that the unit failed the drive manifold test. The issue was resolved by replacing the drive manifold. All operational and safety checks were performed, and the device was confirmed ready device was returned to customer.

Event description:
It was reported that the cardiosave intra aortic balloon pump failed drive manifold test during preventive maintenance, there was no patient involved

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.